Event description:
It was reported that a half day infusor had a leak. The device was filled with desferrioxamine 2000mg in 35ml water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 24, 2014 ¿ september 26, 2014. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. The cause of the leak was determined to be due to an untightened non-baxter red luer cap. A functional leak test was performed by filling the device with water and tightening the red luer cap. During and after fill, no signs of a leak were observed. Functional leak testing was also performed using a baxter blue winged luer cap, and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.